Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing was performed, and the dso sensor was nonreactive. The dso sensor and dso seal were both replaced. The device then passed all testing.

Event description:
It was reported that the pump has a constant, "cassette not attached properly. Reattach cassette," alarm. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 06-mar-2025. B3: unknown, year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.